Event description:
Additional information indicates that the pacemaker that was used as an external temporary device has now been explanted as a new system was implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. The pacemaker was explanted and then used externally as a temporary pacemaker. There were no additional adverse patient effects reported. The pacemaker remains in service.